Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and controller problems. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they were having problems with the controller and had to seek medical attention. We have followed up with the patient and made our 3 due diligence attempts with no new information. If new information becomes available, we will supplement the report.